Event description:
A 3.0mm diameter x 12mm length medtronic ave s670 rapid exchange stent delivery system was inserted into the proximal right coronary artery. It was not possible to cross the severely calcified lesion, therefore, the stent and delivery system were pulled back to the guide catheter. Upon removal of the stent delivery system, the stent became lodged in the calcium of the vessel, causing it to dislodge from the stent delivery balloon. The undeployed stent was successfully snared from the coronary artery. There was no further treatment to the target lesion. This was not a product complaint, as the physician felt the event occurred due to lesion morphology. There was no additional clinical sequelae reported relative to the event and there is no further info available from the user facility.